Event description:
In 2002, the patient who is a destination therapy patient was implanted with a vented electric left ventricular assist device (lvad). In 2003, the hospital vad coordinator contacted the manufacturer reporting that patient had experienced a red heart alarm for an unknown reason. The vad coordinator had the patient's power base cable exchanged, which resolved the alarm, however the patient's cardiac output decreased, which was attributed to the lvad. At that time it was decided to take the patient to the or for a pump replacement.